Manufacturer narrative:
Submit date: (B)(4) . An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2016 the service tech found the unit had no buzzer volume.

Manufacturer narrative:
The unit was triaged and the reported issue was confirmed. A trend has been identified and a formal corrective and preventative action was opened to address this issue. The root cause is due to corrosion on the printed circuit board. The unit was repaired and returned. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.